Manufacturer narrative:
This report is being submitted as follow up no. To provide the evaluation results. An evaluation of the complaint sample could not be performed due to the sample being unavailable. A search of the complaint handling database confirmed there have been no similar reports for the reported part/lot combination. A review of the device history record revealed no related issues during the manufacturing process. Based on the available information, the reported cause of the event remains unknown. The angioseal evolution IFU tis-827-11232016 was reviewed on page 1 precautions are listed for use on patients with allergy to beef products,collagen or collagen products, or polyglycolic or polylactic acid polymers. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Without the device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported a patient reaction after using the involved angioseal evolution device. Follow up communication with the user facility reported: the patient had a heart catheter procedure with no intervention; it was closed with a 6fr angioseal evolution device without any issues or difficulties; the patient had surgery on (B)(6) 2017 to remove the remaining angioseal and anchor due to a reaction; there was a lot of inflammation in the involved area; and the exact surgery performed and outcome is unknown as of now.